Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a kinked cannula which caused an elevated blood glucose (bg) level of 595 mg/dl. Customer declined to provide infusion set product. To resolve the high bg, the customer changed out infusion site and delivered a bolus. The customer was instructed to consult with the healthcare provider regarding bg level.